Event description:
It was reported to boston scientific corporation in 2007 that a prolieve thermodilatation kit was used during a procedure performed the same day (male patient; age and weight are unknown). According to the complainant, during prep the anchoring balloon would not deflate. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual examination of the returned device did not note any evidence of damage or anomalies. During a functional assessment, the anchoring balloon was noted to require more pressure to fill than nominal. A syringe was used to deflate the anchoring balloon, however, the balloon could not be completely deflated. A repeated inflation-deflation cycle of the anchoring balloon, realized no difficulty in either inflating or deflating the balloon. Although the cause of the reported malfunction is undetermined, it is likely attributable to the manufacturing process.